Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump had a software low level failure alarm with other pump error alarm. Customer stated that the insulin pump was exposed to moisture. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was not damaged. Customer stated that display did not returned after insulin pump restart. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Retainer ring=black. Customer complained about the device having a insulin pump error 53, insulin pump error 43, blank display, exposed to moisture on event date 12 june 2022. The device was able to passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current and self-test. Device failed to pass the sleep current test due to high current. Successfully downloaded history files and traces using thump. No insulin pump error 53 occurred during testing. Insulin pump error 53 was not present during testing or on event date in history files. Insulin pump 43 was not present during testing, however, it was present on 06/12/2022 05:36 pm on event date. P-cap was tested and locked into place properly. Device was cut to perform visual inspection and the device had moisture damage on the following: electrical board 1, electrical board 2, force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), stained serial label, keypad overlay texture damage. Insulin pump error 53 is not confirmed. Insulin pump error 43 is confirmed due to moisture damage. Blank display is not confirmed. Exposed to moisture is confirmed and located at electrical board 1, electrical board 2, force sensor. Unexpected battery power loss & battery lasts less than expected is confirmed due to moisture damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.